Manufacturer narrative:
This ipg serial number is included in a field advisories: 1627487-05242011-002-r, 1627487-12192011-003-r , 1627487-09042012-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2018 (also see related MFR. Report# 1627487-2019-00005). Therapy was restored. Issue has been resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.